Event description:
Device 3 of 3 (see MFR report #s 1627487-2010-03139 and 1627487-2010-03140 for devices 1 and 2). The pt received her scs system on (B)(6) 2008 consisting of an ipg, two extensions and one surgical lead. On (B)(6) 2010, it was reported that the pt's scs system had been explanted three days earlier. Her lead reportedly eroded through the skin at the lead incision site. Due to the slow healing of the wound, the physician suspected an infection. A culture was taken, but the results were not disclosed. It is unk whether the explanted devices will be returned to the manufacturer for analysis or if the pt will receive a replacement system.

Event description:
It was reported that during a gastric bypass procedure, there was some cracking during the third stapling. When they fired for the fourth time, it only stapled halfway. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended; however, the cut was jagged due to a damaged knife. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.